Event description:
Customer called to report that, intermittently, the device locks up when performing pt nibp readings. No adverse affects to pts were reported as a result of the device use.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.